Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The customer was flushing the instrument before running daily checks and noticed what appeared to be approximately 30 ml of cleaner (blue fluid) leaking inside the analyzer and on the countertop. The operator was wearing gloves, labcoat, and protective eyewear. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found disconnected sample tubing from y fitting below the flow cell. The fse reconnected the tubing to resolve the leak. As a preventive measure, the fse replaced valve vl201. During verification the fse found and cleaned dried clenz off a few connectors. The fse replaced a ribbon cable. The fse verified the repair and ran several samples, verified the flow cell tubing stayed attached with no further issues observed. Identified failure modes: can be attributed to the disconnected sample tubing from y fitting below the flow cell. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results for differential, nucelated red blood cell (nrbc), and reticulocyte counts due to improper rinsing or sample delivery to the flowcell. Results may be flagged, un-flagged or non-numeric. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).